Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID neu_unknown_lead, product type lead.

Event description:
A trial patient reported feeling as though an infection might be on the way, the patient also had nightly voids. The patient stated she also had itching around the taped area. The patient noted she slightly scratches over the bandages when it itched. The issue was not resolved at the time of the event. There were no further complications that have been reported as a result of this event. The indication for use is unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.